Manufacturer narrative:
The device was explanted, but was not returned for analysis. The manufacturing records were reviewed and no nonconformities were found. Nevro is awaiting prognosis of the patient's condition.

Event description:
It was reported to nevro that a patient could not move both feet following an implant procedure. The device was explanted and the patient plans to start physical therapy. The nevro device was never activated prior to being explanted.

Manufacturer narrative:
Follow-up report indicated the patient spent two weeks post-explant in rehabilitation. The patient is now able to move his feet and is just being evaluated for weakness. The patient continues to be under medical supervision and there were no further reports of complications. The manufacturing records were reviewed and no nonconformities were found.